Manufacturer narrative:
Results of investigation: it was reported, that a revision surgery was performed, due to loosening and migration of a screw. The screw and insert, used in treatment, were removed and returned to s+n for evaluation. The production documentation was reviewed, however there were no deviations from the standard procedure found. The visual analysis revealed scratches on the surface of the pe insert, which might come from the screw or from the explantation performed. The thread of the screw meets specification, however it does not work as intended anymore. The damage of the thread might come from the explantation procedure or the migration of the screw. According to the surgical technique (lit no.: 1702-e ed. 04/09), the screw of the insert has to be tightened with a hex screw driver. The risk of a loosened screw is covered through our risk management. Two x-rays, taken before the revision surgery, were received for the medical investigation. An assessment could confirm that the screw of the device was migrating. Therefore the reported failure mode and the device in scope can be linked. No further medical documentation was received for evaluation. Based on the conducted investigations no indications were found that the device failed to meet specifications at the time of manufacturing. The root cause of this problem stays undetermined after investigation. Further investigations have been initiated to evaluate the possible root cause of this failure. Smith and nephew will monitor this device for further similar issues. The devices will be retained.

Event description:
It was reported a revision surgery, performed due to loosening and migration of a screw. Screw and insert removed.